Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the user interface pcb assembly and the power pcb assembly. Proper device operation was then observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer sent their device to physio-control for maintenance. During device evaluation, physio observed that the device would intermittently not complete its boot cycle. There was no patient use associated with the reported event.